Manufacturer narrative:
The inspection of the device by sorc confirmed followings; the distal end was damaged. The adhesive of the bending section was missing and damaged. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the reported event, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
A customer reported endoscopic image noise and the device was sent to olympus service operation repair center (sorc). Sorc inspected the device and found that the endoscopic image was noisy and invisible when the bending section was angulated. There was no report of patient injury associated with this event.